Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the left ventricular (lv) lead dislodged out of the coronary sinus into the right atrium and exhibited complete loss of capture in all vectors. The lead was explanted and replaced. No patient complications have been reported as a result of this event.